Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was changing out her infusion set and insulin was squirting out. Customer's blood glucose is 170 mg/dl. Customer stated that insulin is squirting out during the manual prime process. Troubleshooting was performed and it was explained that the infusion set change resolved the issue. Customer stated that the drive support cap appears normal. Customer will be sent replacement infusion sets.